Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2, see 1920664-2013-00310.

Event description:
The user facility reported the vitrectomy cutter was too slow. They opened a new cutter and completed the surgery with no pt injury.